Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The lot number was not reported. (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This information was not provided in the reported event or available at the time of report submission. Complaint conclusion: it was reported by a healthcare professional that a (B)(6)-year-old male patient with a history of smoking and interstitial pneumonia underwent mechanical thrombectomy of a middle cerebral artery (mca)/anterior cerebral artery (aca) occlusion with a 5mm x 37mm embotrap iii revascularization device (et309537/unknown lot number) and experienced vasospasm and bleeding during the procedure. The bleeding occurred at the right a2 to a3 bifurcation and distal m1 at the time of thrombus removal. The first pass was pulled back at a constant speed, but the vessel was not able to be recanalized. Second pass was performed, but the ¿road was still not clear¿. Third pass was expanded to the place where vasospasm occurred, and it was able to be recanalized, however, bleeding occurred. Heparin reversal was performed. A fourth pass was made at the aca, and the vessel was able to be recanalized. After that, bleeding stopped, and the procedure was completed. It was last reported that the patient remains hospitalized because of left paralysis. No further treatment is planned. The treating physician commented that the embotrap device was the cause of this event; ¿the possible other than the product are also caused by spasm, but also spasm is also caused by embotrap¿. The embotrap was allegedly used as per the instructions for use (IFU). Concomitant devices included a 9f optimo balloon catheter (tokai medical) and a trak 21 microcatheter (stryker). Additional information received on 13-dec-2021 indicated that the vasospasm was transient; no medical intervention/treatment was required. The bleed was also transient. It was last reported that the patient is hospitalized. There was no report of a device performance issue, such as resistance upon withdrawal. Anonymized procedural films/imaging is not available for review. No further information could be obtained. The device was discarded; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. Vasospasm and hemorrhage secondary to vascular injury are well-known potential complications associated with the use of the embotrap iii in mechanical thrombectomy procedures. Vessel spasm is a brief temporary tightening of the muscles in the vessel wall. This can narrow and briefly decrease or even prevent blood flow distal to the spasm and may occur when positioning/advancing the devices through the vessel/arteries. This is a well-known possible complication with any invasive procedure during which devices are introduced into vessels. With the amount of information available and without procedural films, it is not possible to determine the root cause of the spasm and hemorrhage. However, there are vessel characteristics, clot burden/characteristics, device selection, operator technique, and mechanical manipulation of devices within the artery that may have contributed to these events. There is no indication that the device malfunctioned or that it is related to the device design or manufacturing process. The hemorrhage secondary to vessel trauma required medical intervention (i.e., protamine for heparin reversal) and the relationship of the device to the reported event cannot be excluded. The vasospasm was transient and did not necessitate medical intervention. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
It was reported by a healthcare professional that a (B)(6)-year-old male patient with a history of smoking and interstitial pneumonia underwent mechanical thrombectomy of a middle cerebral artery (mca)/anterior cerebral artery (aca) occlusion with a 5mm x 37mm embotrap iii revascularization device (et309537/unknown lot number) and experienced vasospasm and bleeding during the procedure. The bleeding occurred at the right a2 to a3 bifurcation and distal m1 at the time of thrombus removal. The first pass was pulled back at a constant speed, but the vessel was not able to be recanalized. Second pass was performed, but the ¿road was still not clear¿. Third pass was expanded to the place where vasospasm occurred, and it was able to be recanalized, however, bleeding occurred. Heparin reversal was performed. A fourth pass was made at the aca, and the vessel was able to be recanalized. After that, bleeding stopped, and the procedure was completed. It was last reported that the patient remains hospitalized because of left paralysis. No further treatment is planned. The treating physician commented that the embotrap device was the cause of this event; ¿the possible other than the product are also caused by spasm, but also spasm is also caused by embotrap¿. The embotrap was allegedly used as per the instructions for use (IFU). Concomitant devices included a 9f optimo balloon catheter (tokai medical) and a trak 21 microcatheter (stryker). Additional information received on 13-dec-2021 indicated that the vasospasm was transient; no medical intervention/treatment was required. The bleed was also transient. It was last reported that the patient is hospitalized. There was no report of a device performance issue, such as resistance upon withdrawal. Anonymized procedural films/imaging is not available for review. No further information could be obtained.